Manufacturer narrative:
The device was not returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, a definitive root cause for the circuit board failure could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a failed circuit board. The issue occurred during setup/inspection for use. There was no patient involvement.